Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow up report will be submitted.

Event description:
The customer reported that the device didn't work. The device was returned for investigation with the webbing protruding from the hinge of the device. There was no patient injury.